Manufacturer narrative:
Investigation findings: a consumer explained that the strings were breaking away from the tampon and that the tampon elongated as it was removed. She experienced this with 2 cartons and provided the manufacturing code for the one currently in use. A document and records review was performed on ac635124x0519. The documentation assessed includes: manufacturing, quality audit, production and raw materials. An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Root cause: a root cause could not be determined. The complaint could not be confirmed. Corrective action: no corrective action is needed at this time. Preventive action: no preventive action needed at this time. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
A u by kotex security consumer explained that the strings were breaking away from the tampon and that the tampon elongated as it was removed, they appeared normal prior to use. She was able to successfully remove the remaining pieces and said she is fine. She did not seek medical intervention.